Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). Conclusion summary: on (B)(6) 2019, it was reported that after processing, the little black plug by the handle fell out and was cellotaped to the front of the handpiece and the black piece fell out of the handpiece. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. The customer also returned a screwdriver, autoclave case and 1/2/3/4 width plates for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet taiwan has not previously repaired/evaluated electric dermatome serial number (B)(6) as documented in the repair reports in livelink. Product review of the electrics dermatome by zimmer biomet new zealand on (B)(6) 2019 revealed that the broken piece was from the internals of the on/off switch. Product review of the electric dermatome by zimmer biomet taiwan on (B)(6) 2019 revealed that the device did not operate and was outside calibration and side to side specifications. Repair of the electric dermatome was performed by zimmer biomet taiwan on (B)(6) 2019 which included replacement of the motor, handpiece switch, bearing pack, o-ring, seal, reciprocating arm and external e-ring. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet new zealand it was noted that the broken piece that was taped to the handpiece was from the internals of the on/off switch. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet new zealand it was noted that the broken piece that was taped to the handpiece was from the internals of the on/off switch. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information available.

Manufacturer narrative:
(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that after processing, the little black plug by the handle fell out so it was sellotape to the front of the handpiece and the black piece fell out of handpiece. The issue occurred when it was not being used on a patient at the time; the event occurred during inspection after cleaning. No adverse events were reported as a result of this malfunction.